Manufacturer narrative:
Initial reporter: zip: (B)(6). (B)(4).

Event description:
During an anterior cruciate ligament (acl) reconstruction of the left knee it was reported that t2 dislodged before the surgeon deployed. T1 was removed from the patient with arthroscopic graspers. There was an approximate five minute delay and the patient had no post-operative issues.

Manufacturer narrative:
Two fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of the devices showed the actuator is in its t2 pre-deployment position indicating a deployment of t1 and pre-deployment of t2. No suture or ts remain on the needles. One suture/t construct was returned for evaluation. Examination of the construct showed the distal end of t1 has broken off, this likely occurred when being removed from the patient¿s meniscus. The devices were functionally tested for proper actuator advancement and cycling and each device functioned as intended. A review of the device history record was performed which confirmed no inconsistencies. The company will continue to analyze additional complaints as they are reported. After the evaluation the root cause for the reported issue could not be determined. (B)(4).